Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: deflation.

Event description:
Company representative reported "saline deflation". This record is for the right side. Device remains implanted.

Event description:
Healthcare professional reported right side "saline deflation". Device has been explanted.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as surgical damage and observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: h3, h6.

Manufacturer narrative:
Unreport foreign as report source. Additional, changed, and/or corrected data: a5, a6, b5, d6b, d9, e1, g2, h3, h6.

Event description:
Healthcare professional reported right side "saline deflation". Device has been explanted.